Manufacturer narrative:
The device was returned to our us facility, and will later be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that the device showed an error message "a system failure occurred, you have limited access to the settings menu only". This error sustained after power cycled. There was no patient involvement reported.

Manufacturer narrative:
The device was repaired at our us facility, and will be returned back to the customer per their request. We therefore will no longer ship the device to the manufacturing site for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The device was not returned to the manufacturer for inspection. Therefore, physical technical inspection is not possible. However, according to the reported error code 3fe the cause of the failure can be determined to a defect of the safety switch. This defect was recognized during the power up self test (pust) because an electronic component defect. Therefore, the unit went into a safe state and is no longer controlable. The above investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints; no trend was identified. This event is filed under internal complaint ID: (B)(4).